Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of the twelve (12) small volume folfusors ruptured during filling. The sets were filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: one (1) device was received for evaluation; along with thirteen (13) companion samples. During visual inspection of the actual device, the bladder was observed ruptured. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. Visual inspection of the thirteen companion samples did not identify any abnormalities that could have contributed to the reported condition. The sets were functionally tested by filling them to a nominal volume and observed during and after fill. No ruptures were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.